Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump had cracks and scratches to the display. Customer's blood glucose level was unknown. Troubleshooting occured. Advised insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at display window corner and cracked battery tube threads.